Manufacturer narrative:
H.6. Investigation summary: complaint is unconfirmed. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was 1 molecular false positive result. This is a report of one occurrence. The following information was provided by the initial reporter: 1 vial; lot 3138060; tested (B)(6) 2023. Bactec instrument serial (B)(6). Biofire catalog rfit-asy-0147 lot 2wdk23. Pt. 1: gram= gram negative rods; culture result = citrobacter koseri; biofire ID=candida tropicalis. Customer reporting false molecular positive (identification of candida tropicalis) with use of products 442021 lot 3138060 bactec lytic/10 anaer/f and the biofire platform.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was 1 molecular false positive result. This is a report of one occurrence. The following information was provided by the initial reporter: 1 vial; lot 3138060; tested (B)(6) 2023. Bactec instrument serial (B)(6). Biofire catalog rfit-asy-0147, lot 2wdk23. Pt. 1: gram= gram negative rods; culture result = citrobacter koseri; biofire ID=candida tropicalis. Customer reporting false molecular positive (identification of candida tropicalis) with use of products 442021 lot 3138060 bactec lytic/10 anaer/f and the biofire platform.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.